Event description:
It was reported the patient experienced discomfort at the ipg site after weight loss. In turn, the pocket was revised on (B)(6) 2021 to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site after weight loss was reported to abbott. As a result, the patient's pocket was revised to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.